Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing shell (0-25%). A visual and microscopic analysis was performed which identified broken sharp, opening and broken striated, missing orientation dot (75-100%) and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp broken on the posterior due to an unidentified (tear) opening, striated opening due to surgical damage consistent in the use of some surgical tool, striated broken edge due to surgical damage consistent in the use of some surgical tool, missing shell due to inconclusive and missing orientation dot due to inconclusive.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.